Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty locking a luer connector into the cartridge chamber, which persisted with a new connector but resolved when locking the connector into the chamber without a cartridge; the patient subsequently reattached the prior connector and achieved a successful lock. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed the connector locked properly without the cartridge and later locked with the prior connector, suggesting inconsistent engagement of the connector-cartridge interface. It was concluded that the event involved a device connection issue with the luer connector, and the patient was advised to replace the connector from a new box, though they chose to continue with the prior connector and monitor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.